Event description:
(B)(4). Since having essure placed inside me I have had awful cramping in lower abdomen, my periods have gotten really heavy, and I became pregnant and had my son exactly 2 years from the day I had my essure placed. He was born 2 months premature and the whole time I was pregnant I had many complications. I had a blood clot the size of a softball on the left side of my uterus that bled the whole time I carried my son and caused me to go in to labor on (B)(6) 2013 making my son be born at (B)(6) weeks. Recently I have noticed that my hair falls out constantly and I have bad headaches at least twice a week!!